Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted for low flow and low hemoglobin of 5.8. Patient received blood products and the low flow alarms resolved. The patient does have chronic anemia. There were no signs of bleeding, but a gastrointestinal (gi) workup was planned. The log file review captured low flow events on (B)(6) 2026. The calculated flow appeared to have fluctuated below the alarm threshold of 2.5 lpm during the events. The log file contained low flow estimated as well as sustained low flow hazard events when the calculated pulsitility index (pi) was dynamic and elevated. The low flow readings did not appear to be the result of any external equipment malfunction.